Event description:
As reported by implant patient registry, approximately 3 years and 6 months post-implantation of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26 mm sapien 3 ultra valve was explanted, and an edwards surgical valve was implanted. The reason for the explant is due to stenosis. Per medical records review, echo observed a 26mm ew valve, no pvl, severe prosthetic stenosis. Peak vel of 5.0 m/s, vel ratio 1.22, avmg of 56 mmhg, and an ava of 0.7 cm2. Previous echo in showed no evidence of severe prosthetic stenosis.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint was confirmed based on medical records. Available information suggests patient factors (atherosclerosis (hyperlipidemia)) likely contributed to the event as noted in medical records. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.